Event description:
It was reported that an angio-seal was selected for use. Difficulties were encountered during deployment as the suture would not release when depressing the suture release button. The sheath was cut and the device was deployed. Manual compression was applied to achieve hemostasis. The patient complained of flank and back pain. The patient was brought back to cath lab and access was obtained from the left groin. CT scan revealed a retroperitoneal bleed. Angiographic findings revealed nothing at the site of the device. The physician thought the event was not due to the device and stated the cause could have been a side branch puncture of posterior stick.

Manufacturer narrative:
No product was returned;therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) precaution that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.